Event description:
Reportedly, during a cardiac procedure, while harvesting the saphenous vein (two were being harvested) a burn was detected on the pt's upper left thigh. It measured 1.25" x 0.25" x 0.5" and was debrided and sutured when it was found during surgery, the facility reported the pencil may have become inadvertently activated, but no one would have noticed an activation tone with all the commotion. 3m (MFR) grounding pads were used, one on each buttock. The generators were set at zero cut and 40 watts coag.